Event description:
It was reported that this electrode has dislodged. An x-ray was taken the day after the implant. It was confirmed that the a electrode had migrated 3cm to the left. A procedure was performed two days post-implant to successfully reposition the electrode. There were no additional adverse patient effects.